Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)on 09-aug-2017. The most recent information was received on 17-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of angioedema ('allergy: quincke¿s oedema/giant urticaria'), device breakage ('rupture of the device'), deafness ('loss of hearing'), pyelonephritis acute ('episodes of acute pyelonephritis just after placement') and primary mediastinal large b-cell lymphoma ('mediastinal large b cell lymphoma') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced angioedema (seriousness criteria hospitalization, disability and intervention required), deafness (seriousness criterion medically significant), pyelonephritis acute (seriousness criterion medically significant), renal pain ("kidney pain"), arthralgia ("joint pain"), tendonitis ("recurrent tendonitis"), bruxism ("bruxism"), fatigue ("extreme chronic fatigue"), abdominal pain upper ("major stomach aches"), constipation ("constipation"), depression ("depression"), eczema ("eczema"), alopecia ("hair loss"), formication ("formication"), peripheral coldness ("cold feet"), food intolerance ("numerous food intolerances"), micturition urgency ("frequent urge to urinate"), insomnia ("insomnia"), irritability ("irritability"), pruritus ("constant itching") and memory impairment ("memory lapses") and was found to have lymphocyte count decreased ("immune disorder (reduced lymphocytes)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("total essure ablation failure, rupture of the device"), 9 years 1 month after insertion of essure (ess205). On an unknown date, the patient was found to have primary mediastinal large b-cell lymphoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy by laparoscopy and salpingectomy bylaparoscopy for ablation of essure) and fitted with a bite guard. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the angioedema, device breakage, deafness, pyelonephritis acute, renal pain, arthralgia, tendonitis, bruxism, fatigue, lymphocyte count decreased, abdominal pain upper, constipation, depression, eczema, alopecia, formication, peripheral coldness, food intolerance, micturition urgency, insomnia, irritability, pruritus, memory impairment and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, angioedema, arthralgia, bruxism, complication of device removal, constipation, deafness, depression, device breakage, eczema, fatigue, food intolerance, formication, insomnia, irritability, lymphocyte count decreased, memory impairment, micturition urgency, peripheral coldness, primary mediastinal large b-cell lymphoma, pruritus, pyelonephritis acute, renal pain and tendonitis with essure (ess205). The reporter commented: date of placement of essure was on (B)(6) 2007. Events from 2007 were reported as starting on (B)(6) 2007 (discrepancy noted) less than a year after placement of essure, she started to have health problems, which worsened over the years. She had hospital stays. Nothing provided relief. She have taken an appointment to have the inserts removed. Inapt for work. Removal of the essure on (B)(6) 2016: reporter commented that ¿salpingectomy by laparoscopy for ablation of essure type implants, converted to a conservative hysterectomy for total essure ablation failure (rupture of the device) under general anesthetic by laparoscopy¿ . According to follow-up in the oncology department for a mediastinal large b-cell lymphoma on 22-jan-2018, this disease has quietly progressed in less than six months with no prodrome. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 17-jun-2020: year of consumer's birth was added. Date of placement of essure was on (B)(6) 2007. Removal of essure on (B)(6) 2016. Reporter commented that ¿salpingectomy by laparoscopy for ablation of essure type implants, converted to a conservative hysterectomy for total essure ablation failure (rupture of the device) under general anesthetic by laparoscopy¿ .new event "mediastinal large b cell lymphoma" was added. According to follow-up in the oncology department for a mediastinal large b-cell lymphoma on (B)(6) 2018, this disease has quietly progressed in less than six months with no prodrome. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 09-aug-2017. The most recent information was received on 03-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of angioedema ('allergy: quincke¿s oedema/giant urticaria'), device breakage ('rupture of the device'), deafness ('loss of hearing'), pyelonephritis acute ('episodes of acute pyelonephritis just after placement') and primary mediastinal large b-cell lymphoma ('mediastinal large b cell lymphoma') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced angioedema (seriousness criteria hospitalization, disability and intervention required), deafness (seriousness criterion medically significant), pyelonephritis acute (seriousness criterion medically significant), renal pain ("kidney pain"), arthralgia ("joint pain"), tendonitis ("recurrent tendonitis"), bruxism ("bruxism"), fatigue ("extreme chronic fatigue"), abdominal pain upper ("major stomach aches"), constipation ("constipation"), depression ("depression"), eczema ("eczema"), alopecia ("hair loss"), formication ("formication"), peripheral coldness ("cold feet"), food intolerance ("numerous food intolerances"), micturition urgency ("frequent urge to urinate"), insomnia ("insomnia"), irritability ("irritability"), pruritus ("constant itching") and memory impairment ("memory lapses") and was found to have lymphocyte count decreased ("immune disorder (reduced lymphocytes)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("total essure ablation failure, rupture of the device"), 9 years 1 month after insertion of essure (ess205). On an unknown date, the patient was found to have primary mediastinal large b-cell lymphoma (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy by laparoscopy and salpingectomy bylaparoscopy for ablation of essure) and fitted with a bite guard. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the angioedema, device breakage, deafness, pyelonephritis acute, renal pain, arthralgia, tendonitis, bruxism, fatigue, lymphocyte count decreased, abdominal pain upper, constipation, depression, eczema, alopecia, formication, peripheral coldness, food intolerance, micturition urgency, insomnia, irritability, pruritus, memory impairment and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, angioedema, arthralgia, bruxism, complication of device removal, constipation, deafness, depression, device breakage, eczema, fatigue, food intolerance, formication, insomnia, irritability, lymphocyte count decreased, memory impairment, micturition urgency, peripheral coldness, primary mediastinal large b-cell lymphoma, pruritus, pyelonephritis acute, renal pain and tendonitis with essure (ess205). The reporter commented: date of placement of essure was on (B)(6) 2007. Events from 2007 were reported as starting in (B)(6) 2007 (discrepancy noted) less than a year after placement of essure, she started to have health problems, which worsened over the years. She had had hospital stays. Nothing provided relief. She have taken an appointment to have the inserts removed. Inapt for work. Removal of the essure on (B)(6) 2016: reporter commented that ¿salpingectomy by laparoscopy for ablation of essure type implants, converted to a conservative hysterectomy for total essure ablation failure (rupture of the device) under general anesthetic by laparoscopy¿ . According to follow-up in the oncology department for a mediastinal large b-cell lymphoma on (B)(6) 2018, this disease has quietly progressed in less than six months with no prodrome. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of angioedema ("allergy: quincke's oedema/giant urticaria"), deafness ("loss of hearing") and pyelonephritis acute ("episodes of acute pyelonephritis just after placement") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced angioedema (seriousness criteria hospitalization, disability and intervention required), deafness (seriousness criterion medically significant), pyelonephritis acute (seriousness criterion medically significant), renal pain ("kidney pain"), arthralgia ("joint pain"), tendonitis ("recurrent tendonitis"), bruxism ("bruxism"), fatigue ("extreme chronic fatigue"), lymphocyte count abnormal ("immune disorder (reduced lymphocytes)"), abdominal pain upper ("major stomach aches"), constipation ("constipation"), depression ("depression"), eczema ("eczema"), alopecia ("hair loss"), formication ("formication"), peripheral coldness ("cold feet"), food intolerance ("numerous food intolerances"), micturition urgency ("frequent urge to urinate"), insomnia ("insomnia"), irritability ("irritability"), pruritus ("constant itching") and memory impairment ("memory lapses"). The patient was treated with alternative therapy (fitted with a bite guard). Essure (ess205) treatment was not changed. At the time of the report, the angioedema, deafness, pyelonephritis acute, renal pain, arthralgia, tendonitis, bruxism, fatigue, lymphocyte count abnormal, abdominal pain upper, constipation, depression, eczema, alopecia, formication, peripheral coldness, food intolerance, micturition urgency, insomnia, irritability, pruritus and memory impairment outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, alopecia, angioedema, arthralgia, bruxism, constipation, deafness, depression, eczema, fatigue, food intolerance, formication, insomnia, irritability, lymphocyte count abnormal, memory impairment, micturition urgency, peripheral coldness, pruritus, pyelonephritis acute, renal pain and tendonitis with essure (ess205). The reporter commented less than a year after placement of essure, she started to have health problems, which worsened over the years. She had hospital stays. Nothing provided relief. She have taken an appointment to have the inserts removed. Inapt for work. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 10-aug-2017 for the following meddra preferred term: angioedema. The analysis in the global safety database revealed 1 case. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 09-aug-2017. The most recent information was received on 30-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('rupture of the device') and multiple episodes of angioedema ('quincke¿s oedema/giant urticaria', 'new serious attack of edema') in a 50-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included atrial septal defect (without interatrial septum aneurism) in 2008, sigmoid volvulus in 2003, intestinal cyst (operated by laparoscopy) in 2001, ischemic stroke in 1998, stroke in 1995, hepatitis b in 1987, appendectomy in 1987, renal colic in 1987, gravida ii, parity 2 (1986, 1990) and factor x deficiency. Previously administered products included for an unreported indication: mirena and nova t. Past adverse reactions to the above products included back pain with mirena; and genital haemorrhage with nova t. Concurrent conditions included hemiparesis (left) since 1998. Family history included breast cancer (mother) and colon cancer (father). Concomitant products included diphtheria vaccine toxoid;pertussis vaccine acellular 5-component;polio vaccine inact 3v (vero);tetanus vaccine toxoid (repevax). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced deafness ("loss of hearing"), pyelonephritis acute ("episodes of acute pyelonephritis just after placement"), renal pain ("kidney pain"), arthralgia ("joint pain"), tendonitis ("recurrent tendonitis"), bruxism ("bruxism"), fatigue ("extreme chronic fatigue"), abdominal pain upper ("major stomach aches"), constipation ("constipation"), depression ("depression"), eczema ("eczema"), alopecia ("hair loss"), formication ("formication"), peripheral coldness ("cold feet"), food intolerance ("numerous food intolerances"), micturition urgency ("frequent urge to urinate"), insomnia ("insomnia"), irritability ("irritability"), pruritus ("constant itching") and memory impairment ("memory lapses") and was found to have lymphocyte count decreased ("immune disorder (reduced lymphocytes)"). On (B)(6) 2013, the patient experienced the first episode of angioedema (seriousness criteria hospitalization and disability), 6 years 1 month after insertion of essure (ess205). On (B)(6) 2015, the patient experienced the second episode of angioedema (seriousness criteria hospitalization and intervention required). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("total essure ablation failure, rupture of the device"). On an unknown date, the patient was found to have primary mediastinal large b-cell lymphoma ("mediastinal large b cell lymphoma") and experienced chest pain ("nocturnal chest pain"). The patient was treated with antihistamines, corticosteroids, methylprednisolone sodium succinate (solumedrol), montelukast sodium (singulair), surgery (hysterectomy by laparoscopy, exploratory laparotomy on (B)(6) 2017 and salpingectomy by laparoscopy converted into a conservative total hysterectomy) and fitted with a bite guard. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the last episode of angioedema, device breakage, deafness, pyelonephritis acute, renal pain, arthralgia, tendonitis, bruxism, fatigue, lymphocyte count decreased, abdominal pain upper, constipation, depression, eczema, alopecia, formication, peripheral coldness, food intolerance, micturition urgency, insomnia, irritability, pruritus, memory impairment, complication of device removal and chest pain outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure (ess205). The reporter considered abdominal pain upper, alopecia, arthralgia, bruxism, chest pain, constipation, deafness, depression, device breakage, eczema, fatigue, food intolerance, formication, insomnia, irritability, lymphocyte count decreased, memory impairment, micturition urgency, peripheral coldness, primary mediastinal large b-cell lymphoma, pruritus, pyelonephritis acute, renal pain, tendonitis, the first episode of angioedema and the second episode of angioedema to be related to essure (ess205). The reporter commented: date of placement of essure was on (B)(6) 2007. Events from 2007 were reported as starting in (B)(6) 2007 (discrepancy noted). Less than a year after placement of essure, she started to have health problems, which worsened over the years. She had hospital stays. Nothing provided relief. She have taken an appointment to have the inserts removed. Inapt for work. Physician in report mentioned that the angioedema occurred after the vaccination and could have been related. Workup related to quincke¿s edema was normal. According to follow-up in the oncology department for a mediastinal large b-cell lymphoma on 22-jan-2018, this disease has quietly progressed in less than six months. Conclusion of the medical expert: as we have just tried to explain it is possible that the various disabling symptoms, which have to date resulted in an incapacity for work, are related to the patient¿s intolerance of certain compounds in essure implants. In our opinion, this is really a therapeutic hazard since this intolerance was in no way foreseeable. The indication for tubal interruption was not questionable. The essure method was indicated in accordance with the recommendations of the has. The information provided could not be the subject of specific information relating to these complex side effects since they were unknown at the material time. It cannot be affirmed that the damage can be attributable exclusively or partially to the installation of essure under the current conditions of our knowledge. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: presence of a linear foreign body 3 mm long axis, lower third of the left parieto-colic gutter, the appearance of which seems to be compatible with a residue of essure. Laparotomy - on (B)(6) 2017: several non-resorbable threads on the left iliac fossa and a possible staple which would be removed. Nothing was visible at the level of the pelvis and the hysterectomy scar. The tubes were no longer there and only the ovaries remained, which were atrophic, normal for age. A staple was found at the level of the omentum which would be removed. A chain of staples visible to the scanner, was removed at the meso of the large intestine, it was not an essure but a row of staples. In total: the two metal pieces seen on the scanner were removed. Surgery - on (B)(6) 2016: salpingectomy by laparoscopy for ablation of essure type implants, converted to a conservative hysterectomy for total essure ablation failure (rupture of the device) under general anesthetic. Essure had broken in removal attempt and fragment was not located. Hysterotomy was used to try to recover the piece of essure. Due to the persistence of part of the implant in the uterus, it was therefore decided to perform a total conservative hysterectomy after the salpingectomy, to ensure complete removal of the essure. X-ray - on (B)(6) 2016: persistence of part of the implant in the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-oct-2020: reporter added (lawyer), patient¿s date of birth, medical and drug history, medical exams, concomitant and treatment drugs, physician¿s assessment for angioedema, events: nocturnal chest pain, new serious attack of edema, essure treatment details updated. On 30-oct-2020: processed with follow-up 3. On 30-oct-2020: processed with follow-up 3. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 09-aug-2017. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('rupture of the device') and multiple episodes of angioedema ('quincke¿s oedema/giant urticaria', 'new serious attack of edema') in a 50-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included atrial septal defect (without interatrial septum aneurism) in 2008, sigmoid volvulus in 2003, intestinal cyst (operated by laparoscopy) in 2001, ischemic stroke in 1998, stroke in 1995, hepatitis post transfusion in 1987, appendectomy in 1987, renal colic in 1987, gravida ii, parity 2 (1986, 1990) and factor x deficiency. Previously administered products included for an unreported indication: mirena and nova t. Past adverse reactions to the above products included back pain with mirena; and genital haemorrhage with nova t. Concurrent conditions included hemiparesis (left) since 1998. Family history included breast cancer (mother) and colon cancer (father). Concomitant products included diphtheria vaccine toxoid;pertussis vaccine acellular 5-component;polio vaccine inact 3v (vero);tetanus vaccine toxoid (repevax). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced deafness ("loss of hearing"), pyelonephritis acute ("episodes of acute pyelonephritis just after placement"), renal pain ("kidney pain"), arthralgia ("joint pain"), tendonitis ("recurrent tendonitis"), bruxism ("bruxism"), fatigue ("extreme chronic fatigue"), abdominal pain upper ("major stomach aches"), constipation ("constipation"), depression ("depression"), eczema ("eczema"), alopecia ("hair loss"), formication ("formication"), peripheral coldness ("cold feet"), food intolerance ("numerous food intolerances"), micturition urgency ("frequent urge to urinate"), insomnia ("insomnia"), irritability ("irritability"), pruritus ("constant itching") and memory impairment ("memory lapses") and was found to have lymphocyte count decreased ("immune disorder (reduced lymphocytes)"). In 2010, the patient experienced mixed anxiety and depressive disorder ("anxiety - persistent depressive syndrome"). In 2011, the patient experienced anxiety ("anxiety") and asthenia ("asthenia"). On (B)(6) 2013, the patient experienced the first episode of angioedema (seriousness criteria hospitalization and disability), 6 years 1 month after insertion of essure (ess205). On (B)(6) 2015, the patient experienced the second episode of angioedema (seriousness criteria hospitalization and intervention required). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("total essure ablation failure, rupture of the device"). On an unknown date, the patient was found to have primary mediastinal large b-cell lymphoma ("mediastinal large b cell lymphoma") and experienced chest pain ("nocturnal chest pain"). The patient was treated with antihistamines, corticosteroids, methylprednisolone sodium succinate (solumedrol), montelukast sodium (singulair), surgery (hysterectomy by laparoscopy, exploratory laparotomy on (B)(6) 2017 and salpingectomy by laparoscopy converted into a conservative total hysterecomy) and fitted with a bite guard. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the last episode of angioedema, device breakage, deafness, pyelonephritis acute, renal pain, arthralgia, tendonitis, bruxism, fatigue, lymphocyte count decreased, abdominal pain upper, constipation, depression, eczema, alopecia, formication, peripheral coldness, food intolerance, micturition urgency, insomnia, irritability, pruritus, memory impairment, complication of device removal, chest pain, mixed anxiety and depressive disorder, anxiety and asthenia outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure (ess205). The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, asthenia, bruxism, chest pain, constipation, deafness, depression, device breakage, eczema, fatigue, food intolerance, formication, insomnia, irritability, lymphocyte count decreased, memory impairment, micturition urgency, mixed anxiety and depressive disorder, peripheral coldness, primary mediastinal large b-cell lymphoma, pruritus, pyelonephritis acute, renal pain, tendonitis, the first episode of angioedema and the second episode of angioedema to be related to essure (ess205). The reporter commented: date of placement of essure was on (B)(6) 2007 and removal date was on (B)(6) 2017 and (B)(6) 2017. Events from 2007 were reported as starting in (B)(6)2007 (discrepancy noted) less than a year after placement of essure, she started to have health problems, which worsened over the years. She had had hospital stays. Nothing provided relief. She have taken an appointment to have the inserts removed. Inapt for work. Physician in report mentioned that the angioedema occurred after the vaccination and could have been related. Workup related to quincke¿s edema was normal. According to follow-up in the oncology department for a mediastinal large b-cell lymphoma on (B)(6)2018, this disease has quietly progressed in less than six months. Conclusion of the medical expert: as we have just tried to explain it is possible that the various disabling symptoms, which have to date resulted in an incapacity for work, are related to the patient¿s intolerance of certain compounds in essure implants. In our opinion, this is really a therapeutic hazard since this intolerance was in no way foreseeable. The indication for tubal interruption was not questionable. The essure method was indicated in accordance with the recommendations of the has. The information provided could not be the subject of specific information relating to these complex side effects since they were unknown at the material time. It cannot be affirmed that the damage can be attributable exclusively or partially to the installation of essure under the current conditions of our knowledge. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: presence of a linear foreign body 3 mm long axis, lower third of the left parieto-colic gutter, the appearance of which seems to be compatible with a residue of essure. Laparotomy - on (B)(6) 2017: several non-resorbable threads on the left iliac fossa and a possible staple which would be removed. Nothing was visible at the level of the pelvis and the hysterectomy scar. The tubes were no longer there and only the ovaries remained, which were atrophic, normal for age. A staple was found at the level of the omentum which would be removed. A chain of staples visible to the scanner, was removed at the meso of the large intestine, it was not an essure but a row of staples. In total: the two metal pieces seen on the scanner were removed. Surgery - on (B)(6) 2016: salpingectomy by laparoscopy for ablation of essure type implants, converted to a conservative hysterectomy for total essure ablation failure (rupture of the device) under general anesthetic. Essure had broken in removal attempt and fragment was not located. Hysterotomy was used to try to recover the piece of essure. Due to the persistence of part of the implant in the uterus, it was therefore decided to perform a total conservative hysterectomy after the salpingectomy, to ensure complete removal of the essure. X-ray - on (B)(6) 2016: persistence of part of the implant in the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: the follow information were updated stop data was update from (B)(6) 2017; on events anxiety - persistent depressive syndrome, asthenia, anxiety. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 09-aug-2017. The most recent information was received on 12-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('rupture of the device') and multiple episodes of angioedema ('quincke¿s oedema/giant urticaria', 'new serious attack of edema') in a 50-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included atrial septal defect (without interatrial septum aneurism) in 2008, sigmoid volvulus in 2003, intestinal cyst (operated by laparoscopy) in 2001, ischemic stroke in 1998, stroke in 1995, hepatitis post transfusion in 1987, appendectomy in 1987, renal colic in 1987, gravida ii, parity 2 (1986, 1990) and factor x deficiency. Previously administered products included for an unreported indication: mirena and nova t. Past adverse reactions to the above products included back pain with mirena; and genital haemorrhage with nova t. Concurrent conditions included hemiparesis (left) since 1998. Family history included breast cancer (mother) and colon cancer (father). Concomitant products included diphtheria vaccine toxoid;pertussis vaccine acellular 5-component;polio vaccine inact 3v (vero);tetanus vaccine toxoid (repevax). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced deafness ("loss of hearing"), pyelonephritis acute ("episodes of acute pyelonephritis just after placement"), renal pain ("kidney pain"), arthralgia ("joint pain"), tendonitis ("recurrent tendonitis"), bruxism ("bruxism"), fatigue ("extreme chronic fatigue"), abdominal pain upper ("major stomach aches"), constipation ("constipation"), depression ("depression"), eczema ("eczema"), alopecia ("hair loss"), formication ("formication"), peripheral coldness ("cold feet"), food intolerance ("numerous food intolerances"), micturition urgency ("frequent urge to urinate"), insomnia ("insomnia"), irritability ("irritability"), pruritus ("constant itching") and memory impairment ("memory lapses") and was found to have lymphocyte count decreased ("immune disorder (reduced lymphocytes)"). In 2010, the patient experienced mixed anxiety and depressive disorder ("anxiety - persistent depressive syndrome"). In 2011, the patient experienced asthenia ("asthenia") and anxiety ("anxiety"). On (B)(6) 2013, the patient experienced the first episode of angioedema (seriousness criteria hospitalization and disability), 6 years 1 month after insertion of essure (ess205). On (B)(6) 2015, the patient experienced the second episode of angioedema (seriousness criteria hospitalization and intervention required). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("total essure ablation failure, rupture of the device"). On an unknown date, the patient was found to have primary mediastinal large b-cell lymphoma ("mediastinal large b cell lymphoma") and experienced chest pain ("nocturnal chest pain"). The patient was treated with antihistamines, corticosteroids, methylprednisolone sodium succinate (solumedrol), montelukast sodium (singulair), surgery (exploratory laparotomy and removal of metal fragments on (B)(6) 2017 and salpingectomy by laparoscopy converted into a conservative total hysterectomy on (B)(6) 2016) and fitted with a bite guard. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the last episode of angioedema, device breakage, deafness, pyelonephritis acute, renal pain, arthralgia, tendonitis, bruxism, fatigue, asthenia, lymphocyte count decreased, abdominal pain upper, constipation, depression, eczema, alopecia, formication, peripheral coldness, food intolerance, micturition urgency, insomnia, irritability, pruritus, memory impairment, complication of device removal, chest pain, mixed anxiety and depressive disorder and anxiety outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure (ess205). The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, asthenia, bruxism, chest pain, constipation, deafness, depression, device breakage, eczema, fatigue, food intolerance, formication, insomnia, irritability, lymphocyte count decreased, memory impairment, micturition urgency, mixed anxiety and depressive disorder, peripheral coldness, primary mediastinal large b-cell lymphoma, pruritus, pyelonephritis acute, renal pain, tendonitis, the first episode of angioedema and the second episode of angioedema to be related to essure (ess205). The reporter commented: date of placement of essure was on (B)(6) 2007 and removal date was on (B)(6) 2017. Events from 2007 were reported as starting in (B)(6) 2007 (discrepancy noted). Less than a year after placement of essure, she started to have health problems, which worsened over the years. She had had hospital stays. Nothing provided relief. She had an appointment to have the inserts removed. Inapt for work. Physician in report mentioned that the angioedema occurred after the vaccination and could have been related. Workup related to quincke¿s edema was normal. According to follow-up in the oncology department for a mediastinal large b-cell lymphoma on (B)(6) 2018, this disease has quietly progressed in less than 6 months. Conclusion of the medical expert: as we have just tried to explain it is possible that the various disabling symptoms, which have to date resulted in incapacity to work, are related to the patient¿s intolerance to certain compounds in essure implants. In our opinion, this is really a therapeutic hazard since this intolerance was in no way foreseeable. The indication for tubal interruption was not questionable. The essure method was indicated in accordance with the recommendations of the has. The information provided could not be the subject of specific information relating to these complex side effects since they were unknown at the material time. It cannot be affirmed that the damage can be attributable exclusively or partially to the installation of essure under our current knowledge. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: presence of a linear foreign body 3 mm long axis, lower third of the left parieto-colic gutter, the appearance of which seems to be compatible with a residue of essure. Laparoscopy - on (B)(6) 2016: salpingectomy by laparoscopy for ablation of essure type implants, converted to a conservative hysterectomy for total essure ablation failure (rupture of the device) under general anesthesia. Essure had broken in removal attempt and fragment was not located. Hysterotomy was used to try to recover the piece of essure. Due to the persistence of part of the implant in the uterus, it was therefore decided to perform a total conservative hysterectomy after the salpingectomy, to ensure complete removal of the essure. Laparotomy - on (B)(6) 2017: several non-resorbable threads on the the left iliac fossa and a possible staple which were removed. Nothing was visible at the level of the pelvis and the hysterectomy scar. The tubes were no longer there and only the ovaries remained, which were atrophic, normal for age. A staple was found at the level of the omentum which were removed. A chain of staples visible to the scanner was removed at the meso of the large intestine, it was not an essure but a row of staples. In total: the two metal pieces seen on the scanner were removed. X-ray - on (B)(6) 2016: persistence of part of the implant in the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-mar-2021: doctor (reporter added) certified on (B)(6) 2017: 2010 = anxiety - persistent depressive syndrome. 2011 = asthenia-anxiety. No other new information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.